Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reduced capacity due to overdischarge. It was noted the ins data indicated the device had experienced one overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-60, lot #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Product ID: 3877-45, lot #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3877-60, serial/lot #: (B)(4), ubd: 06-may-2020, UDI#: (B)(4). Product ID: 3877-45, serial/lot #: (B)(4), ubd: 13-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s leads had moved and that the patient had turned their implantable neurostimulator (ins) off because they ¿didn¿t think it was helping.¿ it was noted that despite the patient being advised to keep the ins charged, the patient didn¿t recharge their battery and a manufacturer representative involved with the event couldn¿t communicate with the ins at the time of the revision procedure. The hcp decided to replace the overdischarged battery at the time of the revision as a result. The ins and leads were replaced and the issue was resolved; no further complications were reported or anticipated.